Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/6/2023, it was reported by a sale representative via email that a hip 1.8mm drill broke in half. No further information has been reported. Additional information received on 6/6/2023: an ar-3600d-2h 1.8mm drill for hip fibertak broke during reaming inside the patient. This was discovered during a labral repair procedure on (B)(6) 2023. All the broken fragments were retrieved and a new ar-3600d-2h 1.8mm drill for hip fibertak was used to complete the case.